Event description:
It was reported that during a pci procedure involving a calcified and severely tortuous 100% stenotic lesion located in the right coronary artery (rca), the maverick2 monorail balloon ruptured approaching retrograde from the collateral at 6 atms on the 8th inflation. The number of atms reached on the first seven inflations is unknown. A launcher guide catheter and a conquest guidewire were also used in the procedure. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patent status is reported as 'good.'

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.